Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed with the customer that the procedure was aborted due to the reported issue. It was reported that oil dropped into the patient¿s eye and the patient was transferred to the emergency room. Philips has completed a good faith effort to get further information on the reported incident and the patient outcome. However, the customer has not provided the requested information. Philips has inspected the system on site and confirmed that the cooling hose was damaged causing the oil within the hose to leak. The cooling hose was replaced and the system was returned to use in good working order. Based on the investigation, philips could not confirm the exact cause of the damage to the cooling hose however normal wear and tear due to the age of the hose (13 years) is the most likely cause. Based on trending analysis there is no negative trend in similar complaints. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that oil from the x-ray system dripped on to the patient during a procedure. No harm to the patient or user was reported. Philips has started an investigation of this complaint